Event description:
It was reported on the day of report the extension and lead were explanted and the lead was discovered to be broken during battery replacement. It was stated the lead explant was partial and it was replaced. The implantable neurostimulator (ins) was removed and replaced due to normal battery depletion. No symptoms were associated with the event and there was no injury reported.

Manufacturer narrative:
Concomitant products: product ID 309510, serial # (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type extension; product ID 3889-28, lot # j0425009v, implanted: (B)(6) 2004, explanted: (B)(6) 2013, product type lead; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2005, product type extension. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the lead found all conductor wires were broken at the tined area (based on the length of the returned lead). The outer insulation was missing on the complete length of the lead. Analysis of the ins found the battery was at normal end of life, there was no telemetry and no output.

Manufacturer narrative:
Analysis of the extension (s/n (B)(4)) found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.